Event description:
Customer reported via phone call that the insulin pump alarmed button error and none of the buttons were responding. Customer stated that they may have slept on the insulin pump. Customer's blood glucose reading at the time of the call was 145 mg/dl. Advised customer the device will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.